Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Unknown. The event was initially reported to synthes on (B)(6) 2017 as involving a different part number with a different complaint condition. Based on the event and part number complaint history, this complaint was initially assessed as a non-reportable event. Additional/corrected information was received on (B)(6) 2017 and when re-evaluated, it was determined this event was a reportable malfunction. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(6) reported an event the (B)(6) as follows: it was reported that during scoliosis correction surgery on (B)(6) 2017, the ratcheting function of the ratchet t-handle is not working anymore rendering the handle to unfit for purpose. A different handle was used to complete the procedure. There was no surgical delay or patient harm reported. This is report 1 of 1 for (B)(4).